Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 valve on drain hose is broken off. No patient adverse events reported.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. The technician only performed visual . Wear and tear damage to water tank cover, enclosure, drain fitting, front cover, pole clamp, and line cord. Reported problem was confirmed. The root cause of the reported problem was found to be a damage drain fitting. The technician replaced drain fitting.